Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine stage 1 implant of the right lead, one column on the clip of the burr hole device (bhd) broke off during the process of looping the lead body into the v-clip before securing it. The individual performing the procedure indicated that pressure with an instrument might have contributed to the break. Additionally, the attending physician employed a technique involving multiple loops of the lead body, potentially impacting the process. Despite the break, the attending physician chose not to replace the v-clip, as it was still holding securely, and opted to avoid the risk of lead movement, given that all frames and drives had already been removed. No further actions were taken, and the issue was considered resolved at the time of the report. The attending physician agreed to report the event.  No patient complications have been reported as a result of this event.